Event description:
Physician was removing intrathecal pain pump from the pt's back. The distal tip of the catheter broke off and he was unable to retrieve that portion. Physician explained to pt stating that he may never have any problems with this at all. Will be monitored and surgically removed if deemed necessary. The pump and catheter was being removed because no longer needed by pt. Due to pt's condition, physician felt prudent to observe pt rather than attempt retrieval.